Event description:
It was reported that following sterilization after a case, the femoral impactor pad fractured. There was no patient involvement, and no adverse events have been reported as a result of the malfunction. All available information has been reported.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual inspection of the returned item found the device to exhibit signs of repeated use (nicked / gouged / wear) and has fractured. Visually verified two product identifiers which were found to conform. Fracture analysis was performed and the features of this fracture surface and mode align with documentation on knee impactor fractures. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.